Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's heart was "punched in", they became sick and were "hurting". The patient reported that they have had problems since the day the "thing went in" and they have had fluid problems. It was further reported that the pacing lead was not connected and the lead was not registering. The lead remains in use. No further patient complications have been reported as a result of this event.